Manufacturer narrative:
The advia centaur xpt cov2g IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. At this time, the presence of an immune response cannot be interpreted as confirmation of immunity. Thus, continued precautions to avoid infection will occur with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt result sars-cov-2 igg (cov2g) for a patient sample upon repeat, that was considered discordant when compared to the nonreactive (negative) sars-cov-2 total (cov2t) result. The cov2t and cov2g results for the patient from a previous run were both nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the discordant cov2g result.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2021-00174 on march 05, 2021. March 09, 2021 additional information: the customer provided clarification for the reagent lot number. The reagent lot number is 005. The customer provided a response that no regulatory authority was informed. Siemens healthcare diagnostics investigated. The sample resulted reactive with advia centaur xpt sars-cov-2 igg (cov2g) lot 005 and nonreactive with cov2t lot 007. There is no patient history or symptomology provided. The customer was unable to provide index information for the sample. The cov2g and cov2t may not always correlate. The cov2g method measures igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t is more sensitive than the cov2g method. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Based on the information provided siemens did not identify a product problem. No further evaluation of the device is required.